Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: a visual and microscopic analysis was performed which identified sharp broken on posterior due to a surgical impact opening, for the non-penetrating nicks in the shell, striated broken on anterior, missing shell, creases fold, wear abrasion and observed 40 mm dark patch edge material inside gel device. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening. A striated broken on anterior due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.

Event description:
Explanting surgeon reports left side device rupture. Device has been explanted and replaced.